Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the balloon interacted with the calcified patient anatomy upon inflation attempt, such that it became damaged (scratched) and ruptured as a result, thus causing the inability to deploy the stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with heavy tortuosity and moderate calcification. The 2.75 x 23 mm xience v stent was advanced to the lesion without resistance, but when attempting to deploy the stent, the balloon kept losing pressure and would not inflate. The device was removed with the stent still intact. An unspecified device was used to complete the procedure. There was no reported clinically significant delay and no adverse patient effects. No additional information was provided.